Manufacturer narrative:
Field g4 premarket/510k in section g all manufacturers, contains both documents k193473 & k210608 whose character limit prevented both entries from the field. Good faith effort attempts were made to try and retrieve device return status. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected. Boston scientific technical services (ts) requested engineering analysis. Boston scientific engineering analysis provided the battery appeared to have depleted prematurely and the root cause is unknown. Additional information indicates this icm device was explanted and replaced with a new icm due to the initially reported issue. No adverse patient effects were reported. This icm device has not been returned.